Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 55% to 15% after being connected to a power source. The pump battery later jumped from 50% to 100% suddenly. Customer reported blood glucose (bg) level was impacted but no specific value was provided. A correction bolus via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.